Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had damaged display hinges. There was no patient involvement.

Manufacturer narrative:
Additional point of contact: name: (B)(6); contact department: cath lab manager; phone number: (B)(6); event site email: (B)(6); contact person occupation: other healthcare professional. A getinge field service engineer (fse) has observed during scheduled pm that broken display hinges due to over extending  display when in operation.  Replaced right and left hinges and hinge covers and corrected failure. During testing observed ¿fan failure¿ and fault code 59 in fault log. To fix this issue fse replaced power management circuit and corrected failure. Completed repair with all functional and safety tests per manufacturer  specifications.

Event description:
N/a.